Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced a pericardial effusion / cardiac perforation that required pericardiocentesis. It was reported that the patient had a pericardial effusion after gaining transeptal access. The patient's blood pressure kept dropping and the patient was unable to sustain sinus rhythm. The patient kept going into atrial fibrillation. A "massive" pericardial effusion was confirmed using intracardiac echocardiography (ice). The procedure was aborted and pericardiocentesis was performed as medical intervention and about 150 ccs of fluid was removed. The last known patient status was stable, awake, and alert. The physician believed a cardiac perforation occurred during transeptal access. However, as the perforation was not confirmed (via surgery or images), it is currently not coded. If additional information is received, this event will be re-assessed accordingly.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 09-feb-2026. As such, section d9 has been populated. It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced a pericardial effusion / cardiac perforation that required pericardiocentesis. Device investigation details: a visual inspection and functional test were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician believed a cardiac perforation occurred during transeptal access. The instruction for use (IFU) contains the following warnings and precautions: follow the manufacturer¿s recommended instructions for use for any device used with the carto vizigo¿ 8.5f bi-directional guiding sheath. Careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. Each physician must apply the information in these instructions according to professional medical training and experience when using the device for transseptal access. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).